Manufacturer narrative:
(B)(4). The device was received and evaluated. A review of the event history log was performed, and the reported issue was identified to be a reload the set 201 alarm. Visual and functional tests were performed, and the device¿s manifold o-rings were found to not meet product specifications related to the reported problem. The cause was identified to be an issue with the manifold o-rings. The o-rings were replaced to resolve the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified alarms occurred before use on the homechoice device. The technical service representative arranged for the return of the device. No patient injury or medical intervention was indicated as a result of this event, as there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.